Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
Additional manufacturer narrative: post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the implanted annuloplasty ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The subject device was not returned for evaluation. In this case, a definitive root cause for early pannus could not be conclusively determined; however, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this ring model 5200m28 implanted in the mitral position was explanted after an implant duration of 3 years and 5 months due to pannus leading to severe stenosis. A valve model 7300tfx25 was implanted in replacement. As reported the mitral valve was completely covered by pannus. This event was learnt through review of medical records received during investigation of complaint 2021-03669-01.